Event description:
Additional information received indicates that troubleshooting was unable to resolve the issue. The patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became inoperable. As a result, the patient may undergo surgical intervention to address the issue. No further information is available at this time.